Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around (B)(6) 2018, the patient started experiencing a loss of stimulation even though the ins was charged. It was noted the patient would charge their ins when it was off. After charging the ins, they would turn the ins back on and they would feel stimulation for a while. But then, they would not feel stimulation anymore. The caller did not want to troubleshoot with patient services. A request was made to meet with a manufacturer representative (rep) to check the ins. They were redirected to the doctor to have an appointment scheduled with a rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the gradual loss of stimulation was because the patient needed their stimulation to be higher; the issue was resolved. The did confirm that when they did not feel stimulation, they did check the ins charge level and it would be at a full charge. No further complications were reported or anticipated.